Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 12x3.00mm promus premier¿ drug-eluting stent, it was found that the stent was kinked. The procedure was completed with a different device. No patient complications were reported.